Event description:
A report was received that the patient was experiencing discomfort. The patient¿s anchors were superficial. The patient will undergo a revision procedure wherein the ipg and anchors will be deepened.

Event description:
A report was received that the patient was experiencing discomfort. The patient¿s anchors were superficial. The patient will undergo a revision procedure wherein the ipg and anchors will be deepened.

Manufacturer narrative:
Additional information was received that the physician decided to explant the system due to a successful pain pump trial. The patient underwent an explant procedure and was doing well post-operatively. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4310, lot #: 5001304738, description: suture sleeve 4cm; model #: sc-4301, lot #: 5001301392, description: 1cm; split suture sleeve model #: sc-4306, lot #: 5001308370, description: 2.3cm split suture sleeve.